Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer received questionable high calcium gen 2 results for an unknown number of patient samples. Of the data provided for three samples, only the results for two samples were discrepant. Patient 1: initial result was 2.52 mmol/l, repeat results were 1.98, 2.00, 2.12, 2.04, 2.05 and 2.03 mmol/l. Patient 2: initial result was 2.56 mmol/l, repeat results were 1.98, 2.41, 1.98, 1.98, 2.01, and 1.56 mmol/l. Information concerning if any erroneous results were reported outside the laboratory was requested, but it was unknown. There was no adverse event. The reagent lot number was 621356. The expiration date was requested, but it was not provided. The field service representative exchanged the bulb, adjusted and repaired the work stations, and cleaned the internal water reservoir. The customer was advised to replace the probes which resolved the issue.